Event description:
Event description boston scientific received information that this ventricular lead exhibited noise during real time electrograms and while the patient performed isometrics. The lead triggered the device lead safety switch feature and a low impedance measurement was noted. Our company received additional information that this lead was explanted due oversensing issues and low impedance measurements. During the lead replacement procedure, the device was explanted due to the advisory on the timing component.